Event description:
Hospital reported during an aortogram, a pt was injected with 40ml of air into the heart of 20ml/sec. The patient was in intensive care for 48 hours and then expired. Hospital reported due to some distraction, the syringe was accidentally not filled with contrast. The plunger was left in the mid-barrel position. The fluidots had not been checked in the dimly lit room and when the injector came up with the question "did you check for air", it was confirmed with "yes" without double checking. The hospital acknowledged that it was due to human error, and they did not initially report this incident to medrad because of this.

Manufacturer narrative:
This incident occurred in 2007. Medrad did not become aware of this issue until 2008. The hospital acknowledged this incident was due to human error. The site continued to use the injector after the incident with no further incidents reported. No additional investigation planned.